Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the input pressure sensor of a prismaflex set during continuous renal replacement therapy, which caused the machine to alarm. Treatment was stopped and the blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.